Event description:
A middle-aged male patient was undergoing a bile duct reconstruction procedure after sustaining a bile duct injury at outside facility. The bentec medical silicone biliary stent was used x 4 in bile ducts. While securing final placement of one of the stents, the stent snapped into two pieces. The surgeons were able to retrieve entire stent in 2 pieces from intra hepatic duct, but were unable to ascertain which of the specific stents (of the 4 placed) had broken with regards to lot numbers.